Event description:
Report of explant of device system due to "infection" rec'd per annual device tracking report. F/u with hcp revealed the onset on infection was about 5/00. Signs and symptoms included fever, redness, drainage, pain and incisional wound opening. The primary location of the infection was the device pocket. It is unknown if a culture was obtained. The pt was treated with device system explant and oral antibiotics. Hcp was not able to provide pt outcome results.